Manufacturer narrative:
Updated to reflect the reported symptoms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that for the past 3 weeks when they charged their ins, it takes about 3 days of trying to "get bars", which they confirmed coupling boxes, and fully charge their ins. The patient said 1 week ago was the last time they saw 8 coupling boxes filled in. Other times, they see the boxes but they were empty. They said they don't use the belt and may have to call their manufacturer's representative to help them use it. Troubleshooting was attempted and did not resolve the issue. Their insr (implantable neurostimulator recharger) has reached full charge. The patient then reported that since the date of their implant, it "floats around sometimes". They also reported that it's hard to find the antenna sometimes. They have to sit on their antenna because it's "really hard to connect", "hurts the area", and gets "really hot". When they first got their ins, they would attempt to charge their ins for 5 hours and they were told to look for coupling boxes and they then said they were "doing great". When they connect and see coupling bars, they can't move for hours. They confirmed no falls/traumas. The patient was recommended to use a belt so they wouldn't need to "sit on" their antenna. They told their manufacturer's representative in 2016 and the manufacturer's representative told them it was common for the ins to move. No further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported there was a device issue that had not been resolved. It was reported that the rep could get coupling bars but they still were unable to. It was later reported that their "charging system isn't working." Patient further clarified that they were "having trouble" getting their ins to charge. It was reported that "last thursday, the 6th" they "sat" on the insr antenna for "an hour and a half" and never got a full charge and when the "beep went off" there was a thermometer on the insr screen stating it was "too hot" and "hurting my butt." Patient reported they got off the insr antenna "immediately" and stated that this "sometimes left a mark" on their skin, but it was hard to know because they cannot see back where the ins is. It was reported the next day they got the "tear drops" indicating that they got a full charge. Patient reported it "hurts" to sit on the insr antenna for two hours. Last time a success full charge was completed was reportedly january 1st. Patient confirmed they have not had any recent trauma or falls. Patient reported they have lay "perfectly flat" for "45 minutes" and stated that they have to "put pressure on it" to charge their ins. Patient reported their health care professional mentioned that they may need a "newer model" due to the charging issues. The patient was sent a new recharger (insr) and it was later reported that it did not resolve the issue. The patient was redirected to their hcp to access the ins. No further complications reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: pnma01411a004, serial# unknown, product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had issues with recharging. The patient reported that she had met with a manufacturer¿s representative (rep) in the past to adjust the ins. The patient clarified having to put the ins into MRI mode for an MRI. The MRI was unrelated to the implant. The patient reported that after the MRI, she contacted another rep to get it back to where it was supposed to be, since she had trouble doing that, so the rep made adjustments at that time. The patient reported that issues with recharging began after that time. The patient reported that she could get full coupling but sometimes got poor/no coupling. The patient reported after charging for an extended period (approximately 2 hours), she saw the thermometer icon. The patient reported that if it charged faster and reached charge sufficient, there was no thermometer. The patient reported that it could be hard to find the ¿sweet spot¿ for recharging so she laid on the antenna in bed. The patient stated perhaps the ins had floated around. The patient reported that she hadn¿t noticed a change in ins location/movement and that she had multiple sclerosis (ms) and couldn¿t feel much of anything in that area and that was just a guess. The patient also reported that she couldn¿t get the belt to stay on/couldn¿t clinch it to stay in place as it kept falling down, so she had never used the belt to recharge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that on (B)(6) the patient charged for 6 hours, got the thermometer icon and did not get a full charge; this had been going on since last summer. The patient stated that on (B)(6) they met with a manufacturer representative who helped and told the patient that the battery was at the lower part of the implant but it floats. The patient reported that the issue was not resolved because they charged on (B)(4) and got the thermometer icon after 3 hours; they did not get a full charge. No further complications were reported/anticipated.